Manufacturer narrative:
(B)(4). The customer reported a crack alongside the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, faded serial number label. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. The j7 connector detached from pcba1 due to the heavy corrosion underneath it. In summary, the customer¿s report of a crack alongside the battery compartment was confirmed during visual inspection. The blank display is due to the moisture damage underneath the j7 connector which caused it to detach from the board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.